Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan france alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began during (B)(6) 2014 (date/time not provided). The patient stated that he obtained a result of "114 mg/dl" on (B)(6) 2015 at 10:29 using the subject meter compared to a result of "82 mg/dl" obtained using another device, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient stated that around (B)(6) 2015, he decreased his dose of lantus insulin to 43 units in the morning and 46 units before dinner. He stated that he also adjusted his apidra insulin but could not provide the dose he took. The patient claimed to have developed the symptoms of "tired, sweating, blurred vision and pressure on shoulders and body" at the same time as the alleged inaccuracy began, which he associated with a low blood glucose excursion. The patient felt that the symptoms were caused by an increased dose of insulin and poor diet. The patient stated that he self-treated with sugar and cola during january and (B)(6) 2015 (date not provided) at approximately 4:00pm each time the symptoms developed. At the time of troubleshooting, the csr noted that the patient did not have control solution to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed symptoms at the same time as the alleged product issue began, including "sweating". This symptom does meet lifescan's criteria for a serious injury when associated with a low blood glucose excursion. As it isn't possible to determine whether or not the patient was symptomatic prior to when the alleged inaccuracy began, it isn't possible to rule out whether the subject meter caused or contributed to the serious injury.

Manufacturer narrative:
Follow-up # 2 correction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.